Event description:
It was reported to philips that the device was unable to capture 12 leads ECG during testing. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the fse verified that the unit was experiencing an ECG related failure. As a result of the noted issue, it was advised that the ECG lead set and/or trunk cable would need to be replaced to return the device to working condition. Based on the conclusion of the evaluation, it was determined that both the ECG lead set and trunk cable needed to be replaced to resolve the failure. Both components were replaced and the device was deemed fit for use. As multiple components were installed during the repair, a definitive cause for the failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.